Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an on-site visit, the staff reported an unknown quantity of novum iq large volume pumps alerted undetermined alarms. Specific details reported by the clinicians: - alarms frequently - too sensitive - alarm fatigue - alarm a lot the events occurred during an unknown process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.